Event description:
It was reported that the reservoir had possible site or set occlusion. Customer stated that she changed set and got no delivery alarm. Customer's blood glucose was 426 mg/dl. Troubleshooting was done. The customer was advised to do a complete set change as soon as she gets home and to return the infusion sets for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.